Event description:
It was reported that the patient underwent a revision with his artificial urinary sphincter (aus). Only the pump was repositioned. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.